Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's implantable cardioverter defibrillator exhibited post-paced t wave oversensing. Programming changes were performed. The patient was in stable condition.